Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a major crack on the right plunger case. The reported primary audible alarm back (bgnd error was evidenced in the event history log (ehl). The error was not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The speaker was replaced as a preventative measure to address the reported product fault.

Event description:
It was reported that the medfusion pump produced a primary audible alarm back (bgnd) ground test error. No patient injury or complications were reported in relation to this event.